Manufacturer narrative:
One cadd®-solis ambulatory infusion pump was returned for analysis in good condition. The customer's reported problem was "failed flow testing during preventative maintenance". No physical damage was found on the pump. The pump was visually inspected and was tested for any signs of pressure failure. The delivery accuracy tests found the pump to be over delivering the control limit specification but well within the published specification. The cause of the reported problem is unknown. The pump's expulsor will be replaced in order to bring the delivery into more nominal range. No fault was found.

Event description:
It was reported that a cadd®-solis ambulatory infusion pump failed flow testing during preventative maintenance. There was no report of patient involvement.